Event description:
It was reported that this right atrial lead was surgically abandoned due to the patient developing infection and necrosis on the implant site. No further adverse patient effects were reported.